Manufacturer narrative:
The device was returned to the manufacturer and its evaluation is ongoing. A supplemental report will be submitted when evaluation is completed. Additional information received. Clinical feedback indicated the patient chose to be discharged and transferred to another hospital and per reported, further information could not be collected. The case was ended because the operator did not have other stents at the operation. The coil used in the procedure was non-microvention.

Event description:
It was reported that the coil-assist stent was used for embolization of a left internal carotid artery terminal unruptured aneurysm. The proximal vessel was 4.5mm, the distal vessel was 4.3mm in diameter and 6.7mm x 6.9mm in size. The first embolization coil was filled by the embolized microcatheter, which did not release. The stent was delivered through the stent guide catheter, and the stent catheter was withdrawn to prepare a half-release stent, which could not be opened. After multiple unsuccessful attempts, the stent was removed, and the coil was then removed along with the access system and the procedure was ended. The patient was safely returned to the ward and scheduled for treatment. Based on clinical feedback, the patient chose to be discharged, other conditions unknown. The patient outcome was reported to be "fine."

Manufacturer narrative:
Information regarding the reason why procedure was ended and if retreatment was performed or scheduled was requested but has not been received at the time of this report. A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10 (device evaluation). Investigation findings: items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The stent was returned loaded in the introducer. The stent was advanced into an in-house microcatheter for investigation and was able to fully expand upon deployment and measured within specification. Investigation conclusion: the investigation of the returned stent system found the stent returned loaded in the introducer. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.